Event description:
It was reported that the patient was being treated for a lesion on the larynx / vocal cords. The physician first used a microdebrider (brand unknown) and then used the aura fiber and performed lasing for 2 minutes. The physician then noticed "fire" at the end of the fiber. She immediately took her foot off the laser pedal and the "fire" went out. The technician in attendance during the procedure, described the "fire" as a "light". The case was completed at this time with this fiber. The physician examined the larynx / vocal cords and saw no burn of the tissue. Reportedly, there was no injury to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber is 11 feet 7 inches; the distal end of the glass fiber is fractured; there is debris accumulation along 9 mm from the distal end; there is some slight melting/burning of the outer sheath; the distal end of the glass fiber exhibits devitrification. Probable root cause: based on the product analysis results, the probable root cause of the failure is: user handling/excessive bending/anatomical/procedural factors.